Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified shunt in a vein. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. First inflation was performed at 10 atmospheres and second inflation was at 24 atmospheres. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.